Manufacturer narrative:
(B)(4): evaluation method code: device history review has not been completed yet. Results code: device history review is pending. Conclusion code: cause of event cannot be determined at this time pending further investigation. Analysis: no product has been returned. Device history review and further investigation is pending. Conclusion: the cause of this event cannot be determined at this time pending further investigation. A supplemental report will be filed.

Event description:
Medtronic received information that during an acute situation, an arterial and venous femoral cannulae was required urgently. A junior perfusionist was asked to get the cannulaes; however, was having issues determining which cannulaes were the correct ones. The supervising perfusionist was not able to assist the junior perfusionist, as they were performing CPR. As a result of the difficulty determining the correct cannulas there was a time delay. It was reported that the patient later died. The health care provider reported that the time delay did not cause the patient's death; however, the time delay did not help the situation. It was noted by the customer that the labels on the cannulas had changed and they inquired why that was, as the old labels clearly stated if the cannulae was an arterial femoral or venous femoral device. The new labels only stated they were femoral cannulaes.